Event description:
The customer alleged that her breeze2 meter was reading high when she tested her glucose. She received a reading of 181 mg/dl, adjusted her insulin and had to be hospitalized. No other information was provided about the event. The customer alleged that when she arrived home from the hospital, she performed a control test and received a result of 300 mg/dl. A normal control range was not provided, but should be around 90-123 mg/dl. The call was disconnected while customer service was trying to obtain more information. Customer service made two more attempts to contact the customer, but they were unable to speak with her. No product will be returned.